Manufacturer narrative:
Per tandem¿s t:slim x2 user guide: ¿the pump requires a minimum of 50 units available for delivery after fill tubing has been completed. Fill the syringe with approximately 95 units to have enough to fill your tubing and still have 50 units available for delivery.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill message occurred. Reportedly, the cartridge was filled with 50 units. A new cartridge was attempted to be loaded; however, another minimum fill message occurred. The customer's blood glucose (bg) level was 540 mg/dl and the bg level was addressed with a bolus via the pump. Reportedly, the customer reverted to an alternate pump for insulin therapy.